Manufacturer narrative:
Patient ID: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh was implanted into the patient on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; thigh pain; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; damage . Nonsurgical treatments: on (B)(6) 2016 the patient commenced pain medication: paracetamol codeine tablets for the treatment of: for on going pain. Treatment duration: still on going. The patient was treated with psychological medication.

Manufacturer narrative:
Patient ID: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh was implanted into the patient on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; thigh pain; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; damage . Nonsurgical treatments: on (B)(6) 2016 the patient commenced pain medication: paracetamol codeine tablets for the treatment of: for on going pain. Treatment duration: still on going. The patient was treated with psychological medication.